Event description:
Report received of the "collar" breaking apart, during flushing of the manifold. It was reported that "the collar where the manifold connects to the pt line completely blew apart and blood splattered on the physician and the pt." The physician and the pt were both protected and were not exposed to the blood. The manifold setup was replaced and the procedure then continued. The amount of blood splatter was unk to the reporter. There was no report of adverse pt sequelae.